Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the mildly tortuous and non-calcified vessel of the left arm. A 9.0 x40, 75cm gladiator elite balloon catheter was advanced for dilatation. However, during the initial inflation, the balloon would not inflate to its maximum inflation pressure and it ruptured. The balloon started to lose pressure at around 10 atmospheres. A visible pinhole was noted on the balloon. The device was completely removed and the procedure was completed with another 9.0 x40 gladiator balloon catheter. No patient complications were reported.